Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had complaints of pain and discomfort at the pocket site. The symptoms occurred when the patient's arms were moved or when the patient was lying on their back. The patient was presented back to the electrophysiology (ep) laboratory for a scheduled pocket revision due to device migration. The issued was resolved on (B)(6) 2016.